Manufacturer narrative:
We have contacted the initial reporter to request add'l info and to request return of the device for eval. This MDR includes all pt, event and device info davol has received to date. It is unk whether or not the device may have caused or contributed to the event based on the info currently available. Furthermore, no product has been returned. No conclusion can be drawn at this time.

Event description:
Attorney reported: on (B)(6) 2003 - pt underwent incisional hernia repair. A bard composix e/x mesh was implanted in this procedure. On (B)(6) 2007 - pt had her mesh removed after it failed, became entwined with and perforated her bowel, and created a fistula. Pt has suffered and will continue to suffer physical pain.